Manufacturer narrative:
Pending evaluation. Concomitant device(s): 7279827, 300-01-09 - equinoxe, humeral stem primary, press fit 9mm; 7111264, 315-35-00 - glnd kwire; 7063977, 320-01-42 - equinoxe reverse 42mm glenosphere; 7163530, 320-10-00 - equinoxe reverse tray adapter plate tray +0; 7312636, 320-15-05 - eq rev locking screw; 7282105, 320-20-00 - eq reverse torque defining screw kit; s260774, 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; s291182, 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm; s357991, 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm; s348365, 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; 6451179, 320-42-13 - equinoxe reverse 42mm humeral const liner +2.5.

Event description:
As reported, approximately 6 months post op tsa, this male patient was revised due to infection. Patient had a previous revision surgery, captured in case (B)(4) (1038671-2022-00198), which was also due to infection. As the result, surgeon removed all exactech implants from patient. After exposing the joint the humeral sided implants were loose (cemented in) and were easily removed. The glenoid was well fixed but a large amount of pus was seen behind the glenosphere. The glenoid baseplate was removed easily enough with a slap hammer without significant bone loss. This was a staged revision where parts were only removed and not reimplanted. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Devices will not be returning, discarded by the hospital.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness (previous joint infection), unique anatomy, or other condition that impacts the performance of the device.